Event description:
Per the clinic, the device had migrated resulting in extrusion of the receiver/stimulator. On (B)(6), 2014 and the site was sutured closed. On (B)(6), 2014 wound dehiscence was noted exposing the device; subsequently the device was explanted (B)(6), 2014.

Manufacturer narrative:
This report filed july 18, 2014.

Manufacturer narrative:
(B)(4).